Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 beta bionics was informed that the user awoke to find the ilet powered off and unresponsive. The device was later able to power on when placed on the charger. The user¿s blood glucose (bg) increased to 400 mg/dl. A caregiver transported the user to the emergency department, where intravenous fluids were administered and bg was stabilized. The ilet was re-charged and resumed operation. The user was discharged the same day.